Manufacturer narrative:
Unique identifier (UDI) number is not applicable for the involved device which was manufactured before september 2015. This correction is done following the review of the complaint file for closure.

Manufacturer narrative:
The device history records review was completed. It indicates that no nonconformance was recorded during the manufacturing process of the reported product lot number. The returned device was inspected on june 28, 2016. Fraying at the bottom of the graft main trunk was confirmed. There was no blood and no evidence that the graft was cut. No other nonconformance was observed. Therefore, the product, as it was received, does not comply with the specification. No conclusion can be drawn. The root cause is undetermined. However, the outcome of the investigation would tend to indicate that the product was not defective at the time of manufacturing.

Manufacturer narrative:
A review of the device history record is being performed. Its conclusion is not available at the date of this report. The investigation is still on-going. A follow-up report will be sent upon completion of the investigation.

Event description:
During the preparation of an abdominal aortic surgery performed on (B)(6) 2016, the graft was reported to fray and was not implanted.